Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two opening assessed as fold flow opening . Anxiety-product/procedure : unable to observe since it is a medical event is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side deflation and implant removal from textured to smooth due to the concerns of the product. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and implant removal from textured to smooth due to the concerns of the product. Device remain implanted.

Event description:
Healthcare professional reported right side deflation and implant removal from textured to smooth due to the concerns of the product. Device remain implanted.